Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer. A new charging cable was sent to the customer. Reportedly, customer continued using pump for insulin therapy.